Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿black spot¿ was observed after removing the blue tip protector of an exactamix vented micro-volume inlet this was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection identified a black spot on the bag spike. Microscopic examination revealed the spot to be burnt plastic. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.